Event description:
The right side frame is not welded correctly on this chair, dealer is stating that the chair has always tracked to right.

Manufacturer narrative:
Should more pertinent information become available a supplemental report will be filed.